Event description:
It was reported that there was a periprosthetic fracture. Left hip revision with associated open reduction and internal fixation of femur. Conversion of femoral component to restoration modular.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a citation tmzf ha stem #7 left was reported. The event was confirmed. Device evaluation and results not performed as no items were returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant concluded: [¿] ¿the periprosthetic fracture requiring open reduction and revision one week post-surgery was likely the result of an unrecognized undisplaced intraoperative femoral fracture which progressed post-operative before ingrowth could occur. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.¿ device history review indicated all devices accepted into final stock met specifications. Complaint history review indicated there are no other events for the lot referenced. The investigation concluded as per clinical consultant¿s medical review that the periprosthetic fracture requiring open reduction and revision one week post-surgery was likely the result of an unrecognized undisplaced intraoperative femoral fracture which progressed post-operative before ingrowth could occur. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a periprosthetic fracture. Left hip revision with associated open reduction and internal fixation of femur. Conversion of femoral component to restoration modular.

Manufacturer narrative:
Medical records and x-rays have been received. A supplemental report will be submitted upon completion of the investigation.